Event description:
It was reported that two lvp displayed dim segment . The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The reported issue that the dim segment on led display was confirmed on the returned display board assembly. The returned display board assembly tested using a cad syringe module attached to a cad pcu. The returned boards were tested by running the simultaneous display test using asm to determine dim or missing segments. 2 out of 2 received syringe module display board assembly exhibited dim segments. Dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification (pcn-2524) was issued to improve the manufacturing process. Manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that two lvp displayed dim segment. The customer confirmed that there was no patient involvement.